Event description:
Reporter indicated that upon interrogation at office vist, pt's device was found to be programmed to a lower setting than what it was programmed to at previous office visit. The pt had also begun to have an increase in seizure activity. The device was reprogrammed to prescribed settings and neurologist plans to monitor the pt's response. Investigation to date has been unable to determine whether the device has malfunctioned or whether user error during previous programming session caused the device to be set at 1.0ma output current instead of 3.0ma output current as intended.